Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately 07/26/2025, the cgm was showing approximately 300 mg/dl. Based on the cgm reading, the patient administered 2 units of novolog. Shortly after, she began to shake. A manual bg was checked and it was around 55 mg/dl. She ate carbohydrates and drank orange juice to attempt to increase her bg but there was no improvement and she eventually passed out. Her husband called 911 and when ambulance arrived, they "revived" her and she regained consciousness (no information about treatment provided to "revive" the patient). She was transported to the emergency room. There was no further information provided about the ER visit. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.